Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ non-sterile luer-lok syringe(s) experienced leakage. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that a bd plastipak¿ non-sterile luer-lok syringe(s) experienced leakage. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: eight used samples were received for evaluation by our quality engineer. Upon inspection of the samples, leakage was observed between the ribs of the stopper. No damages or molding defects were observed in any of the returned syringes that could have caused the leakage. The stopper was observed to be correctly assembled to the plunger in all eight returned samples. As the samples are single use, functionality tests were not performed, as they would not be reliable. No retained samples can be evaluated since there are not retained samples available for bulk references. A device history record review for lot number 1608350p did not reveal any deviations during production that could have contributed to the leakage. During the manufacturing process, mechanical leak testing is performed to every syringe and the defective syringes are automatically rejected. Based on the investigation, a cause for the leakage between the stopper ribs could not be determined. Since no manufacturing defect has been found in samples received, it was determined no formal CAPA is required at this time.

Event description:
It was reported that a bd plastipak¿ non-sterile luer-lok syringe(s) experienced leakage. There was no report of exposure, injury or medical intervention.